Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare service representative. The ez change module was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2019 phone call, (B)(6) 2019 phone call.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.